Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings did not save or would sometimes be erased. Blood glucose was around 300-400 mg/dl. The customer declined to perform troubleshooting with tandem technical support.